Event description:
The customer reported a reoccurring interlock failure error message. This error will likely prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards and connectors were reseated. The system was then found to be operating as intended.